Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that a first implant for a test was installed and for 3 days it worked fine. The second implant, the permanent one, never seemed to work. The patient had made several visits to their health care provider's (hcp's) office, but the nurses couldn't make it work and perhaps it needed a proper adjustment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0bnm3, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported that therapy did not work for him and he had not used it since (B)(6) 2015. Therapy only worked for the first 3 days it was implanted. The patient wanted to see a healthcare provider (hcp) who knew about the therapy. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.